Event description:
Info was received via a fax that stated that a pt had expired and was using the MFR's medical device. There was no info given to indicate that the device did or did not cause or contribute to the reported death. The reporter, the decedent's sister, was contacted who provided no further facts beyond that the pt was wearing the device and was now deceased. The reporter did not know the device model number or serial number.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.